Event description:
It was reported that the pt was experiencing tinnitus before implantation and decided to be implanted in an attempt to alleviate this but it had a worsening effect and was therefore explanted on 03/25/2014. There was no allegation against the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.